Manufacturer narrative:
The reported event of inaccurate temperature readings was confirmed due to bent prongs. Visual evaluation of the returned sample noted one opened (without original packaging), used bard extension/monitor cable. Visual inspection of the sample noted one of the pins on the dual connector jack was bent to the side and burnt on the inside. The bard extension/monitor cable was out of specification as per the standard, which states that "no missing, damaged or incorrect components". Although the reported event was confirmed, the root cause of the bent prongs could not be determined. A potential root cause for this failure could be "user sterilizes cable". The lot number is unknown therefore the device history record could not be reviewed. "Sec. 801.116 medical devices having commonly known directions: a device shall be exempt from section 502(f)(1) of the act insofar as adequate directions for common uses thereof are known to the ordinary individual." Product catalog number 153624hm is deemed by appropriate subject matter experts (sme) to be within this definition. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature reading was 2-5 degrees higher than it should be.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature reading was 2-5 degrees higher than it should be.